Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer unknowingly experienced hypoglycemia while driving and got into an automobile accident. The blood glucose reading was between 29 to 31 mg/dl when the paramedics arrived. The paramedics treated the customer on site with glucose. The most recent blood glucose reading was 128 mg/dl, which was considered low for the customer. The customer stated that he was wearing the insulin pump during the accident. He declined troubleshooting for low blood glucose. Nothing further reported.